Manufacturer narrative:
A ge service rep performed an on site investigation. The key switch was replaced during the service call. The system was tested and found to be working as intended and put into service.

Event description:
It was reported that the key was broken off in the off position preventing the system from booting up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with the event describted in this complaint.